Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an open reduction internal fixation was applied to treat femoral irregular diaphysis fractures on (B)(6) 2018. The surgeon applied expert afn (B)(6) reconstruction to prevent future femoral neck fractures, if any so no explant surgery would be required. In order to place a hip screw, the surgeon inserted two 3.2mm guide wires into the bone head. Next, the reamer was applied to the distal side. As the reaming reached to the calcar area, the reamer did not move smoothly against the hard bone. When the surgeon put further stress on the reamer, the tip (approximately three (3) cm long) of the reamer broke off. It took forty (40) more minutes to remove the fragment and completed the rest of the surgery. There was no adverse consequence to the patient was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.368; lot: u134816; manufacturing site: selzach; supplier: orchid bridgeport; release to warehouse date: may 10, 2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material 440a is identified in certificate of conformance (coc) and hardness is documented according to the specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 5. Broken visual inspection: the tip of the reamer is broken off as reported. The reamer broke between the second (ø4.5) and the third (ø6.5) step, meaning the first 25mm of the reamer are missing (not returned). Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: material 440a is identified in coc and hardness is documented according to the specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, age (more than 7 years) and a mechanical overload during use did lead to breakage of the device. In general, we would like to draw your attention to the leaflet ¿important information: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces.¿ we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.